Event description:
Child closed finger in house door - laceration to right 5th finger. Laceration sutured & wound dressed. Followup appointment 4 days later at plastic surgeon office. When dressing removed, finger found to be necrotic & dry & required amputation.